Manufacturer narrative:
Findings: unit received with constant alarm and unable to communicate to blood glucose meter due to a faulty board. Unable to perform operating currents, self-test, error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained end cap sticker. (B)(4).

Event description:
The customer reported via phone call that their insulin pump alarmed failed self-test. He customer¿s blood glucose level was 149 mg/dl at the time of the incident. The customer stated the alarm did not occur during rewind and prime sequence. Performed the self-test and passed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.